Event description:
The patient reported that the battery only lasted 9 days; he received a low battery warning and it was hot to the touch when he removed it. He denied bodily harm when he handled the battery. The patient reported that the housing of the pump was not hot. Following this episode, the patient said he inserted a new battery, confirmed that the time and date were correct. And completed ezprime steps without difficulty. The patient denied moisture or corrosion in battery compartment. He confirmed that he tightened the battery cap to resistance and does not see the o-ring. The patient reported that the lithium battery was the one that arrived with the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump and battery were returned to animas for evaluation. The battery showed no evidence of overheating or moisture exposure. The battery compartment was intact without evidence of moisture ingress. Evaluation found that pump powered up properly and the power circuit did not draw excessive current. The pump was exercised for 6 hours with no evidence of overheating or alarms. To power flex, battery connections and internal components were tested for intermitting conditions and no defects were found. The complaint regarding pump and battery overheating could not be duplicated during investigation.